Manufacturer narrative:
No sample was returned, however a photo was received for evaluation. The reported event was confirmed as cause unknown. How and when problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon ruptured and fell out of the patient's body. Per additional information, there were no missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon ruptured and fell out of the patient's body. Per additional information, there were no missing pieces.